Event description:
I had a bladder pacemaker placed in (B)(6) 2014 from medtronic. It shocks me a lot, I have burning pain down my left leg and under my feet. I am not sure if the pacemaker supposed to flip over under my skin but it does. I did some research and noticed that there have been lots of complaints and recalls. I'm not sure who I should turn to for help. Sincerely, (B)(6).